Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. The patient had felt a surging in stimulation (also referred to as shocking) for the past 1.5-2 weeks prior to the report. Surging has begun to occur more frequently during this time, but it was not happening daily. Sometimes the surge occurred and goes away quickly, however, sometimes the surge lasted longer and the patient has to turn stimulation down or off. The patient described that surging occurred once when she had been sitting for a while and when she stood up she got a surge. It also occurred when the patient was walking at the mall. The patient would usually check her stimulator with her programmer when the surge occurred and confirmed that stimulation was on. The patient stated that the surge felt like stimulation goes up to 8v when she usually had it around 2v. There was no known accident or incident related to this complaint. The patient noted that voltage is at an expected level and does not show higher on her programmer screen. The patient had no other changes in stimulation besides the surging. Of note, the patient had been doing physical therapy for her legs for a few months, but the patient did not attribute surging to this. Nothing remarkable occurred during the physical therapy sessions. The patient was being seen 2014-(B)(6) and it was thought that the patient would not need any re-programming as her coverage was great. It was further reported that the patient was seen on 2014-(B)(6) and impedances were within normal limits. Coverage was still good. If additional information is received, a follow up report will be sent.